Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, the lens remains implanted. Initial reporter first & last name: unknown, not provided. Telephone number:(B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a difficult eye to do the surgery on. It was reported that while implanting the intraocular lens (iol) the trailing haptic kept sticking to the plunger. Because of this, the haptic broke in the eye, which resulted in an iol with 1 haptic to be implanted in the eye. The lens remains fully inserted. Through follow ups it was confirmed that the surgeon did not explant the lens. The patient is under observation. No additional information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that the response " no information" was inadvertently selected in the section "d9 - device available for evaluation?" Of the initial MDR report. The information has been corrected in this supplemental MDR report. Additional information: the patient's follow up check showed that the intraocular lens (iol) was stabilized and the vision was good (estimated to be 20/20), suggesting that the iol was well centered, despite having one haptic. No further information was provided. Section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes . Section d9 - date returned to manufacturer: 7th april 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the simplicity device was received inside of an open sterilization pouch. A detached haptic was also received inside of the pouch. No additional materials were received as part of this return. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The external assembly of the handpiece was inspected; no issues were observed. A detached haptic was found with the handpiece; however, no other parts of the iol were found. The complaint issue "haptic detached" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.